Event description:
It was reported that following a stenting treatment procedure, myocardial infarction and stent thrombosis occurred. Using the right radial approach, the procedure treated the target lesion located in the mid right coronary artery (rca). Pre-dilation was performed with a 3.0x12mm apex balloon catheter inflated to 10 atms for 25 seconds. Next a 3.0x16mm promus element plus stent was deployed at 20 atms for 25 seconds. Post dilation was then performed with a 4.0x12mm nc apex balloon catheter inflated 5 times to maximum inflation of 20 atms and with a 4.5x12mm nc apex balloon catheter inflated to 12 atms for 8 seconds. It was noted that there was granulous material present in the rca. The patient tolerated the procedure well. A couple of hours later, the patient returned with a stemi and 100% occlusion at the distal end of the stent. The physician rewired the artery with a choice pt guide wire, aspirated the thrombus material and ballooned the area with a 3.5x12mm non-bsc balloon catheter inflated twice to 6 atms for 10 seconds. A second non-bsc buddy wire was advanced and a spiral vessel dissection occurred. A 3.5x26mm non-bsc stent was advanced but could not cross the lesion and was removed. Then the 3.5x12mm non-bsc balloon catheter was re-advanced and inflated 5 times at 6 atms for 5 seconds. The thrombectomy device was re-inserted and made another pass. The choice pt guide wire was then removed and 6 additional non-bsc stents were deployed, distal and proximal to the initial stent. Ballooning was performed with a 4.5x15mm nc quantum balloon catheter and the lesion was aspirated a final time to complete the procedure. The patient was placed in ICU and a balloon pump was put in. The patient was ok after.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).